Event description:
The reporter contacted animas on (B)(6) 2013, alleging that the insulin pump is not working. The reporter stated the patient¿s blood glucose (bg) had been high most of the day, worse in the early morning. The patient reportedly woke with a bg of 527 mg/dl with nausea. The reporter stated the patient was treated by self administration of an injection of novolog and the elevated bg responded by coming down to 293 mg/dl. On troubleshooting, the time and date were noted to be correct. The patient¿s site/set change technique is proper. The patient denied issues with the site or set. Review of the pump showed the patient was only using one basal rate program. The patient reported that the basal rate was increased from .900 units to 1.000 unit approximately, four weeks ago with no improvement in the elevated bg issue. The pump history accurately reflected the patient¿s programmed settings. The patient reports that she has a pattern of her bg being elevated in the mornings but is able to bring the bg down to the 200-300 mg/dl range during the day. The patient denied illness. The patient is 12 years of age and reportedly going through a growth spurt and stated that her hormonal cycle may be starting. This complaint is being reported because the patient experienced hyperglycemia on insulin pump therapy and the reporter alleged the pump was not working.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required range. The complaint could not be duplicated during the investigation process.